Manufacturer narrative:
Device evaluation: result - one used safety device only was received for evaluation. Visual observation revealed the safety device almost completely activated and the adapter clear prn was found in the outer shield. A review of the device history record cannot be completed as the lot number was not provided for this incident. The product is tested by pull force through of the different manufacturing process and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. Conclusion - bd was not able to confirm the customer's indicated failure mode. This could not be confirmed as a manufacturing related issue. After evaluation of only the safety device it was observed the adapter clear prn within the shield. Without a lot number, a root cause cannot be determined.

Manufacturer narrative:
(B)(4). Device evaluation: a sample has been received for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the clinician successfully punctured the patient's vein with the suspect device and received blood flashback. The prn detached from the adapter and the safety shield failed to activate when the needle was withdrawn. Blood was noted to only come in contact with patient's own skin. No medical interventions were reported.